Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to control board issue. A field service engineer replaced the drawer controller board, module controller and retractor cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis edstation es system had a power failure. The customer reported that the user tried to reboot the station but it was not working and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.